Manufacturer narrative:
The reported events of twisted lead and the helix mechanism issue were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for initial implant. During procedure, the a lead helix anomaly was observed. The helix would not extend and the entire lead twisted. The lead was not used. There were no patient consequences throughout the event.